Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire, but she did see a glowing red area on the cord that was smoking. She indicated that there is a melted area near the strain relief with exposed wires. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working w/o issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been rec'd. Sparking is indicative of a least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported that the power supply for her pump will not power her pump and she saw sparks and smelled a burning odor.